Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19feb2020.

Event description:
The customer reported a touchscreen failure where the manipulation position was misaligned. There was no patient involvement. The manufacturer¿s service technician confirmed the reported touchscreen issue. The manufacturer¿s service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was found.

Manufacturer narrative:
G4: 29may2020. B4: 31mar2021. The touchscreen was returned for evaluation. The touch screen failed due to multiple resistance failures. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.